Event description:
During an in clinic follow-up, a diagnostic anomaly that resulted in the inability to measure the high voltage defibrillation impedance was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.